Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had a possible erosion. The patient had been moving boxes and feels like the skin is possibly thinner around the device. Furthermore, the patient states the area is not pink and does not seem infected. There were no additional adverse patient effects reported. All available information indicates that as of this time, the rv lead remains in service.